Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480 mg/dl. Customer stated that the pump kept saying no delivery. Troubleshooting was performed. Customer reports that insulin does not exit with plunger push. It was explained that the alarm was caused by an infusion set/reservoir connection. Customer treated with a bolus and was assisted with programming basal rates and fill cannula as the settings were incorrect.